Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: total delamination of the valve, wear abrasion, and white particles in the shell. Leak test and microscopic analysis was performed which identified: total delamination of the valve. Based on the device analysis the final assessment is: - total delamination of the valve assessed as adhesive failure.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.